Manufacturer narrative:
During an internal review on 23-apr-2025, noted a correction to the 3500a follow-up #1 under h2. If follow-up, what type? As should have also selected "additional information". Therefore, added to this follow-up report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 31-mar-2025. When preparing the vizigo outside the patient's body, the valve of the vizigo drew air (when flushing the sheath). The doctor had the impression that the valve of the sheath was defective. No complications as the sheath was not inserted. The device evaluation was completed on 07-apr-2025. It was reported that a patient underwent a cardiac ablation procedure with vizigo. During the preparation, the vizigo could not be prepared as usual. The physician did see air bubbles and unusual pressure. For patient safety, they did replace the sheath. The procedure was completed successfully. No delay and no consequences. Additional information confirmed that the sheath was not used in the patient¿s body. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent. Back pressure test was performed, and air bubbles were observed coming through the hemostatic valve. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the valve issue could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft was bent¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿the physician did see air bubbles and unusual pressure¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve surface showed stress marks and damage¿. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo. During the preparation, the vizigo could not be prepared as usual. The physician did see air bubbles and an unusual pressure. For patient safety, they did replace the sheath. The procedure was completed successfully. No delay and no consequences. Additional information confirmed that the sheath was not used in the patient¿s body.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).